Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(4) (aviva system), is related to case with patient identifier (B)(4) (compact plus system).

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 160 mg/dl (compact plus meter) and 400 mg/dl (aviva meter). No adverse event reported. Return of the suspect device was requested for evaluation.